Event description:
It was reported that the event occurred while in the intensive care unit during use. The intra-aortic balloon (iab) was inserted through the teflon sheath via left femoral with no issues. During intra-aortic balloon pump (iabp) therapy the pump alarmed ¿unable to refill¿ repeatedly. Upon inspection the helium tank was full or filled, timing setting was correct and no leakage detected in the helium line of the iab or in the connections. After resetting the alarm it would alarm again approximately every seven minutes repeatedly. As a result, the pump was switched out successfully. There were no more issues with alarms and iabp therapy continued as planned. Third party service provider support was requested for the pump. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy while switching out the pump with no harm to the pt. The pt outcome is okay.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.